Event description:
Patient had right total hip replacement three years ago, and the right total hip was revised earlier this year. The right total hip was then revised again a few years ago. Three components removed: stryker femoral head,trident x3 polyethylene insert, acetabular cup.====================== manufacturer response for acetabult cup, acetabular cup======================stryker rep aware. This component is from the original procedure.====================== manufacturer response for femoral head, lfit anatomic c-taper femoral head====================== stryker rep aware.====================== manufacturer response for polyethylene insert, trident x3 polyethylene insert======================stryker rep aware